Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1: a050401 - fluid/blood leak (1250). Investigation summary: bd received one photo for investigation. The photo was reviewed and blood leakage was observed. No stopper defect was evident in the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for leakage based on the photo provided. This complaint is unable to be confirmed for stopper function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® serum tubes, the cap of eight (8) tubes did not fit tightly after being filled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® serum tubes, the cap of eight (8) tubes did not fit tightly after being filled. No adverse impact was reported regarding the patient or user.